Manufacturer narrative:
As reported in a research article, stenosis was noted to be progressing one year after the valve was implanted. About three years after the valve was implanted endocarditis was suspected. About five years after implant thickening of the valve leaflets and calcification was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The reported calcification could have contributed to the stenosis reported, however as the calcification could not be confirmed the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that in (B)(6) 2016, a 21mm trifecta valve was implanted during an aortic valve replacement due to calcified aortic stenosis. In (B)(6) 2017, a progression of stenosis degeneration of the valve was noted, which was moderate to average. In (B)(6) 2019, it was suspected that the patient had endocarditis. Medication was administered. In (B)(6) 2020, the maximum velocity was 3 m/s and average gradient was 23 mmhg. On echocardiogram, a grade 2 aortic insufficiency was observed. In (B)(6) 2020, degeneration of the valve, including slight stenosis and slight leaking, was observed on echo. In (B)(6) 2021, moderate stenosis was noted, with a maximum speed of 3.25 m/s and mean gradient 24 mmhg. In (B)(6) 2021, on transthoracic echocardiogram, degeneration and moderate stenosis were continued to be observed as well as aortic insufficiency. In (B)(6) 2021, slight thickening of the cusps was observed on echocardiography with calcification in the anterior-right position. The maximum speed remains at 3.25 m/s and average gradient of 26 mmhg. No surgical replacement was performed. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.